Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The breach in aseptic technique was further specified as the patient did not wash their hands properly. It was unknown if the patient was hospitalized for the event and treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.